Event description:
On 5/23/97 approx after 75 minutes into a platelepheresis procedure, the donor complained of tingling of the lips. The procedure was discontinued and the collected platelets where discarded. The operator noticed that the access magement system (ams) acd pump handle was correctly closed. However, the acd bag upon visual inspection showed that 749 ml had been used and the ams read out was 416 ml. The procedure was run at a 11:1 ratio and the total whole blood processed 4,546 ml. The donor was given tums (source of calcium) and released in good condition. The customer called in baxter field service to check the ams equipment serial number 1247. The reporting source commented that they like to count acd drops and visually inspect the acd bag as a double check for correct acd delivery.